Event description:
On (B)(6) 2011, pt reported the infusion device failed to alarm with an e4 occlusion error and this resulted in elevated blood glucose. Blood glucose was 577 mg/dl at 12 pm. He changed the cartridge and infusion set tubing, and he noticed the needle in the infusion set connector was "completely bent over in an l." Blood glucose was 323 mg/dl at 3 pm, and pt changed the infusion set needle. Blood glucose was 322 mg/dl at 3:45 pm. Target blood glucose is 120 mg/dl. Pt reported he "just figured it out" and did not require treatment for hyperglycemia. Pt did not observe any wetness at his infusion site or on his clothing. Infusion set was discarded and will not be returned for evaluation. Pt was sent a different type of infusion set per his request. Infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue.